Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml. Flow rate: na. Procedure: na. Cathplace: na. It was reported that the pump¿s outer bladder split after filling. No pt contact, no adverse event. Na= not applicable, no pt contact.

Manufacturer narrative:
Method ¿ actual pump used was received from the end user for inspection and eval. Results: device was received for eval and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release.